Event description:
The customer contacted beckman coulter (bec) reporting that there was a broken normally open (no) line through valve (vl95) on the lower panel for the retic clearing pump of the coulter lh 780 hematology analyzer. The volume of leak was less than 1 ml and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and a face shield at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the broken line through the valve (vl95) which resolved the leak. The fse also performed blood detector calibration and also replaced the white blood cell (wbc) diluent dispenser due to bubbles. The system performance was verified. Failure mode: broken line through vl95 and wbc diluent dispenser with bubbles. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).